Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Efforts to release the clip lasted for about twenty minutes, and then the handle was cut off. The clip and catheter were left inside the patient while the scope was exchanged. Reportedly, when the scope was advanced back to the site of the clip, it was discovered that the clip and catheter had already detached from the tissue. The clip together and catheter were removed, and the procedure was completed with a non- bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Efforts to release the clip lasted for about twenty minutes, and then the handle was cut off. The clip and catheter were left inside the patient while the scope was exchanged. Reportedly, when the scope was advanced back to the site of the clip, it was discovered that the clip and catheter had already detached from the tissue. The clip together and catheter were removed, and the procedure was completed with a non- bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the catheter was kinked and broken at the proximal section. The control wire was severely kinked at the proximal section and the clip arms were not aligned. Additionally, the bushing was kinked. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the catheter was kinked and broken at the proximal section. The control wire was severely kinked at the proximal section and the clip arms were not aligned. Additionally, the bushing was kinked. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Efforts to release the clip lasted for about twenty minutes, and then the handle was cut off. The clip and catheter were left inside the patient while the scope was exchanged. Reportedly, when the scope was advanced back to the site of the clip, it was discovered that the clip and catheter had already detached from the tissue. The clip together and catheter were removed, and the procedure was completed with a non- bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.